Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty procedure, the vacuum pouch of the device was found to be damaged. The sterile barrier was not compromised. There was no patient consequence.